Event description:
(B)(6) clinical study. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction. Lesion 1 was located in the 1st obtuse marginal with 100% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 32 mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was located in the mid left anterior descending (lad) artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 16 mm taxus liberte stent, with 0% residual stenosis. During the index procedure, the study stent was placed in the proximal to mid segment of the lad which covered the large diagonal branch. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain radiating to the left arm. The 90% stenosis in the 1st diagonal was treated with ptca with a 2.50 x 12 mm balloon. After the balloon was taken out, there was significant recoiling noted. Hence a 3.00 x 12 mm non bsc drug eluting stent was deployed at the ostium of the diagonal. In the area of the lad, there was 'no significant plaque pushing seen, but because of the wire there was some bias'. A second 0.014 guidewire was directed down the lad. Subsequently the 1st diag and the lad were treated with kissing ptca using a 3.00 x 12 mm balloon. Following post dilatation, the residual stenosis was 0% and the patient was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).